Manufacturer narrative:
Additional information revealed that the throbbing pain at the lead site was due to a compression fracture that the patient have. This fracture is not caused by the device. The patient has adequate stimulation coverage.

Event description:
A report was received that the patient was experiencing a throbbing sensation at the lead site. The physician prescribed norco to treat the pain.

Event description:
A report was received that the patient was experiencing a throbbing sensation at the lead site. The physician prescribed norco to treat the pain.